Event description:
It was reported that the ventilator nurse call alarm port would not operate/alarm while connected to the remote alarm. No reported harm to a pt.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problem of the nurse call port is not operating. The ventilator is continuously signaling an alarm condition on the nurse call output connector. Test found the drive circuit for the "off" state is no longer functioning properly. Add'l testing found that the q44 transistor in the nurse call relay circuit of the power board has become out of specification. The power board was replaced to correct the reported problem. The manufacturer was unable to duplicate the report of the nurse call alarm would not alarm while connected to their remote alarm. The remote alarm system and cable were not returned with the ventilator for eval.